Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug-eluting stenting treatment procedure, the device was unable to cross the lesion. The 85% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 2.75x16mm taxus liberte stent to the lesion but was unable to cross the lesion. There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed proximal and distal stent damage. Some of the proximal and distal struts were slightly flared outwardly. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. Distal stent damage is consistent with the device meeting some form of restriction in the insertion of the device. The stent had moved distally on the balloon towards the tip. Slight tip damage was found. The tip was slightly flared outwardly. This type of damage is consistent with a guidewire restriction. The balloon was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.